Event description:
Material # 328440 material description - syringe 0.3ml 31ga 8mm halfunit 10bg 500 material lot# - 1081072c (provided by customer) comment regarding the lot number: "I can not be assured the affected syringes came from the lot # referenced above. I unfortunately do not know the lot # after speaking to nurses this is a very known phenomenon thus my guess is it occurs with all lot numbers especially given that we easily reproduced the affected issue" complaint description ¿we had an rn who recently suffered a needlestick injury with a 30 unit insulin syringe (MFR bd) when the needle poked through the plastic needle cap. Upon mentioning this to nurses they all agreed this is something that happens frequently with these needle/syringes. We grabbed a couple from the med room and easily replicated the phenomenon.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.